Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer stated that he was at work when he noticed that his blood glucose was rising. Customer also reported that the insulin pump had several no delivery and motor error alarms. And no troubleshooting was performed. The customer experienced symptoms such as nausea, vomiting, and diabetic ketoacidosis. The customer was treated with IV drip and manual injection. Customer's blood glucose was 530 mg/dl at the time of incident and treated with insulin pump. The insulin pump will not be returned for analysis.